Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during tka procedure the gii post ref a/p blk sz 5 broke off when being used inside the patient. There was no delay. Procedure concluded using a s&n back up device. No other complications reported at this time.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. Per email communication, the spike on the 4-1 cutting block was removed by surgeon, and that there was no patient injury or impact on the patient's surgery or post-operative recovery. Therefore, no further clinical assessment is warranted. A visual inspection confirmed the journey dcf ap fem cut blk 8 shows nicks, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.